Event description:
It was reported that the lead was damaged during the explant procedure to remove the entire system. The lead broke at the tined area. Additional information received the next day reported that the lead fragment was completely removed and verified with fluoroscopy. The patient outcome was (B)(6).

Manufacturer narrative:
Product ID 3889-28, lot# v185453, implanted: 2009 (B)(6), product type lead, product ID 3037, serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient. (B)(4).